Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the exchange procedure for normal battery depletion, the pacemaker went into backup. The device was explanted. No adverse consequences reported on the patient.